Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The tunneling tool perforated the patient during the procedure. Please refer to the section b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the physician was using the tunneling tool from the incision near the xiphoid process to the upper boarder of the sternum. The physician suspected the tool was below the thorax but the operation proceeded. During the final fluoroscopic review, it was confirmed the electrode was in the thorax. The physician believed that this issue was due to standing up the tunneling tool too much. The xiphoid incision was reopened and the electrode was pulled out. A new tunneling tool was used to re-implant the electrode. A post-operative echocardiogram was performed and revealed no problems. No additional adverse patient effects were reported. The tunneling tool was not planned to be returned for analysis.

Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the physician was using the tunneling tool from the incision near the xiphoid process to the upper boarder of the sternum. The physician suspected the tool was below the thorax but the operation proceeded. During the final fluoroscopic review, it was confirmed the electrode was in the thorax. The physician believed that this issue was due to standing up the tunneling tool too much. The xiphoid incision was reopened and the electrode was pulled out. A new tunneling tool was used to re-implant the electrode. A post-operative echocardiogram was performed and revealed no problems. No additional adverse patient effects were reported. The tunneling tool was not planned to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.